Manufacturer narrative:
Pc-(B)(4) date sent: 5/1/2024 additional information was requested, and the following was obtained: what confirmation was received that the device completed the firing sequence? 2 clicks felt and heard, no further noise coming from the stapler and waited an additional few seconds was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 was there any difficulty removing the device? None was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. The proximal anastomotic ring was noted to be only encompassing about 75% of the total ring were there any issues noted with staple formation? If so, please describe the shape and location. Dr. Assenmacher described it as if some either did not hold or were perhaps missing. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Unclear was a leak test performed? If so, what type and what was the result? No, the hole in the colon was readily visualized was the staple line visualized endoscopically during the initial surgical procedure? Yes how many days postoperative did the leak occur? Day 5 how was the leak identified? CT after clinical decompensation of patient what was observed at the site of the leak upon reoperation? Drain placed initially with pus then feculent drainage. On reoperation, no obvious hole found how was the leak addressed? Drain placed and diverting ileostomy created were there any issues experienced with the device in the initial surgical procedure? Was there any issue with the patients tissue factors that rendered the anastomosis more difficult? Chronic diverticulitis does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain.

Event description:
It was reported that during an unknown procedure, the stapler did not create the donuts. Additional information was not known.

Manufacturer narrative:
(B)(4). Date sent 4/8/2024. B3: only event year known: 2024. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was the breakaway washer completely cut? Unknown. 2. Was it a partial cut? If so what was cut partially, washer or tissue? Donuts were incomplete. 3. Did the device cut the tissue? Yes, but the donuts were incomplete but the staple line was complete and the hole was very near the staple line. 4. Did the washer break completely? Unknown. 5. Was there audible and tactile feedback from the washer break? Yes, the device did fire and gave the green check mark. 6. Could you please clarify if there were any patient consequences? The hole was repaired then they resected some additional tissue and used a second device to create a second anastomosis. Again there was a hole near the staple line. The hole was repaired by suture. A leak was found unknown if post op or intra op. A temporary colostomy was done. 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Patient will need another operation to reverse the colostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what type of purse string technique was used? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Was there any issue with the patients tissue factors that rendered the anastomosis more difficult? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2024. Additional information was requested, and the following was obtained: what type of purse string technique was used? Hand sewn what were the indications for surgery? Diverticulitus what surgical procedure was performed? Sigmoid colectomy did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? Stapler fired, and a hole was seen next to/ adjacent to the staple line immediately after firing. Dr. (B)(6) described it as if some either did not hold or were perhaps missing. What healthcare professional fired the device and what is his/her experience with the device? Resident dr. (B)(6) on the first attempt, resident dr. (B)(6) where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Not sure were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Dr. (B)(6) described it as if some either did not hold or were perhaps missing. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Unclear was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Yes.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. Additional information received: patient had a hole in the colon near the anastomoses after the first firing of our stapler. Following that, she then resected that area and made second attempt with a second echelon circular stapler to perform a new anastomosis. She said they had another hole in the bowel and this time went on to repair it with suture. She did say the patient ended up having a leak post operatively.